Event description:
It was reported that the the posterior haptic was broken. The doctor noticed this issue when the intraocular lens (iol) was implanted in his patient's eye. The doctor tried to explant the lens by cutting it in half in same surgery. During this process, corneal endothelial trauma occurred. Patient information was not provided. No further information was provided.

Manufacturer narrative:
(B)(4) - explant of intraocular lens, corneal endothelial trauma.date of manufacture: unknown. All pertinent information available to abbott medical optics has been submitted. Placeholder.